Event description:
The product analysis for the lead was completed and found that the lead portions received were consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed with no discontinuities identified. Abrasions were noted on the outer silicone tubing and did not penetrate. Slice marks were observed on the inner silicon tubes and quadfilar coils appeared to be cut in multiple locations. Based on the findings in product analysis, there was no evidence to suggest an anomaly with the returned portions of the device which may have contributed to the stated complaint. Product analysis for the generator showed that generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the generator.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had the vns generator and lead explanted due to an infection and left neck swelling. The patient's device was initially implanted on (B)(6) 2016. Review of the dhrs for both the lead and the generator confirmed sterilization prior to distribution.